Event description:
Voluntary medwatch form received from user facility that states "IV pediatric extension tubing leaked at connection of site. Infant was hypoglycemic because fluid not infusing into pt." Customer contact reported the pt was receiving dextrose solution for treatment of hypoglycemia. Interventions to resolve the problem included a change of tubing and glucose infusion. The pt was discharged home without any apparent harm or injury. No further info was available.